Event description:
Reporter indicated that vns pt has developed a severe behavioral outburst problem. It was reported that the pt initially responded well to tapering of anti-epileptic medications after vns implant, but that the pt became withdrawn and sometimes physically violent when aproached with the medications. With withdrawal of anti-epileptic medications, the pt was reportedly happy most of the time and was even able to walk which pt could not do pre-vns implant. The pt is now refusing to walk, talk, or take medications. The pt had reportedly been taken off of topamax after vns implant because the pt's family indicated that the pt was very fatigued but pt continued the dilantin and phenobarbital. Device output current was recently decreased at the family's request in an effort to alleviate the pt's symptoms and the pt is currently seeing a psychiatrist.